Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented with complaint of tachycardia, palpitations and a racing heart for several weeks. It was suspected that the right atrial (ra) lead had a possible fracture. The trend data indicated intermittent capture; undefined resistance and intermittent oversensing due to noise. The lead was reprogrammed and remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.